Manufacturer narrative:
It was not confirmed that the analyzer had noise on the atrial channel, during testing the signal looked clear and the analyzer passed incoming testing. However, it was found that the analyzer connector to the patient cables was not in good shape and needed to be repaired.

Event description:
It was reported that when the atrial lead was connected to the analyzer, there was no signal, only noise. The cable was changed, but there was still only noise present. The same cable was used with a ventricular lead, and a good signal was obtained. It was then attempted to switch the atrial and ventricular port signals on the analyzer, but it was still not possible to get a signal on the atrial lead. The atrial lead was replaced, but the issue was not resolved. When the atrial lead was attempted with a different programmer and analyzer, there was a clean signal right away. It was also reported that the programmer was having difficulty connecting to an external monitor. The analyzer has been returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.